Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the hypotube / silver coil came off was confirmed. It was observed the laser-cut hypotube (lch) had been ejected from the distal end of the device and was returned separately. No external damage to the lch. The distal end of the outer sheath was damaged. Upon deployment of the needle, damage to the pebax was evident. While no tears in the pebax layer were found, wrinkling approximately 1 inch from the distal tip was noted with fluid present between the pebax and spiral cut needle. The distal end was cleaned with an enzymatic detergent. After cleaning, a tear in the pebax was observed approximately 3/4 inch from the distal tip. No further anomalies were noted during evaluation. The needle deployed and retracted smoothly. The sheath adjuster knob and depth limiter functioned as designed and the stylet was easily removed and re-inserted. The device history records for this product has been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per the device IFU (pn: 0008807 rev ah pg 16), "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." No definitive root cause could be identified. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This event is corrected to reportable. Correction to g3 of the initial medwatch. The aware date should be 16-apr-2020.

Manufacturer narrative:
Device has not been returned for evaluation. No findings available. The customer¿s complaint was not confirmed. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during an endobronchial ultrasound bronchoscopy procedure (ebus) the needle broke off and fell into patient. The entire needle was successfully retrieved using the biopsy forceps. The intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
Upon further review of the reported issue, it was determined that this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.